Event description:
It was reported that during a coronary artery stenting procedure balloon withdrawal difficulty was encountered. The liberte bare metal stent was successfully deployed in the proximal lad. On deflation, the physician began to pull the delivery balloon out of the stent and noticed resistance. The balloon would not go completely into the guide catheter. Everything was removed as a system and the case was completed. It was reported that the case went very well with good results and there were no patient complications. The patient's status was reported as good. Additional information has been requested.